Manufacturer narrative:
The customer provided two kit lot numbers but was unsure which kit lot was used for testing this patient. Testing was performed on retained kit lots 161005 and 160731 with the following internal whole blood control samples: (B)(6). The kits performed as expected. Additionally, qc data and batch records for lots 161005 and 160731 were reviewed. Release testing was valid and the lots were found to be performing as expected. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 161005 showed that the complaint rate is (B)(4). A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 160731 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that these device lots are performing within labeled claims.

Event description:
Customer reported a (B)(6) ab result on a fingerstick whole blood sample tested with the alere determine hiv 1/2 ag/ab combo. Customer reported two possible kit lot numbers but was unsure which lot was used for this patient test. Customer stated a 4th generation confirmatory test done at quest was (B)(6). There is insufficient information to determine if a malfunction occurred. Patient gender, pregnancy status, treatment and patient outcomes were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc., however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).